Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the pads were giving low flow. Therapy was interrupted in order to change the pads to a new set of pads. The flow became marginal after the pads were switched out. The patient expired while going through the rewarming phase. The patient was dnr and asystolic before he expired. Therapy was discontinued. The patient's reported death was an incidental element of the patient's medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.